Manufacturer narrative:
This device was included in the recent mv sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker oversensed the minute ventilation (mv) signal on the right ventricular (rv) lead. In addition, high out-of-range (oor) pacing impedances measuring greater than 3000 ohms were observed on the rv lead. The device was reprogrammed to unipolar pacing and bipolar sensing, and the mv sensor was programmed off. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that after the device was reprogrammed, noise was still oversensed on the rv lead. Boston scientific technical services (ts) noted that the noise was fine and fuzzy, and may be due to mypotentionals or a mechanical lead issue. Ts advised reprogramming the sensitivity. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent mv sensor signal oversensing advisory population.